Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to shortness of breath with exertion. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that the right ventricular (rv) lead had triggered an alert for high threshold and the rv lead trends show some threshold variability/unstable thresholds. Additionally, the right atrial (ra) lead displayed undersensing on the current electrograms (egm) and stored episodes. Follow up was completed and it was verified that no reprogramming or intervention has been completed at this time. The leads remain in use. No further patient complications have been reported as a result of this event.